Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 560 mg/dl, which was treated with a bolus delivery. Customer had symptom of headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported of receiving a no delivery alarm, but was able to resolve by resuming insulin pump. Customer declined high pressure test.